Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011: the fse repaired the vacuum line to the duckbill valve (wash collar). The fse verified the repair per established procedures and all results met published performance specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bec) and stated that after performing maintenance and replacing the duckbill valve (wash collar), the assembly shifted which caused one of the dispense probes to puncture the vacuum line on the unicel dxl 600 access immunoassay system. There are no reports of injury connected to this event.